Manufacturer narrative:
It was reported that the user at one point weighed up to (B)(6) lbs. The product manual and product labelling states that the weight limit for the large trike is 200 lbs.

Event description:
It was reported that the bolt holding the backrest of the rifton trike broke, potentially allowing the client to slide backwards.